Event description:
It was reported the patient ((B)(6)) was no longer able to establish communication between his ipg and external devices (charging system and patient programmer). The reported issue was resolved by replacing the ipg. Effective stimulation was restored post-operatively.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.